Event description:
Abbott issued a warning about " false high glucose" alerts using their freestyle libre 3. They provided lot numbers of devices affected; however, their method of determining whether your device was affected was insufficient. They directed you to look at your app (or reader which I don't use). These only provide the serial number and status, not the lot number. You actually need to have the box or sensor applicator to find the lot number. Most people have discarded these long after using. They also don't respond when asking about a replacement when sensors fail before their 2-week life.